Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.

Event description:
It was reported to boston scientific corp in 2008, that a leveen coaccess electrode system was used in an rf ablation procedure performed on the same date. According to the complainant, the diameter of the liver tumor was less than 3cm. The ablation was performed in four steps: at the inner part of the tumor for 6 minutes; the cannula was retracted approx 1cm., then the ablation was performed at one-fourth deployment, at 40w rf power--- it was reported that "the pt felt pain and a sound occurred at the ablation site"; the procedure was momentarily stopped, then the ablation continued for 2 minutes at two-fourths deployment, 40w rf power--- the same sound occurred during the ablation; and continued for an add'l 2 minutes under the same conditions --- the same sound occured during this ablation. The procedure was completed with this device. There were no pt complications reported as a result of this event. This pt's condition at the conclusion of the procedure was reported to be "good."